Event description:
It was reported that the customer experienced a blood glucose (bg) level greater than 33.3 mmol/l with moderate ketone levels; cause was allegedly due to customer using control iq technology without continuous glucose monitoring (cgm). Customer delivered a correction bolus via pump to address bg level. The customer was admitted into the emergency room, subsequently hospitalized, and treated with intravenous saline and insulin fluids and calcium. Customer was released from the hospital on (B)(6) 2025 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.